Event description:
Boston scientific received information from this caller that while reviewing the programmer printouts, a message was noted stating the device was charging. The caller stated she did not think that she pushed the stat shock button twice. Additionally, a review of the arrhythmia logbook (al) found no stored episodes. A boston scientific technical services consultant discussed the clinical observations with the caller and suggested starting the entire interrogation over, reviewing the therapy history and ensuring there were no stored episodes. The device remained in service for three additional years and then it was explanted due to normal elective replacement indicator (eri) battery status and was replaced with another ICD. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. No other adverse events have been reported. This product issue will be updated if additional information is received.